Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient could not recall exactly when the alleged issue first began. The patient stated that he obtained readings of 205 and 37mg/dl using the subject device within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls outside lifescan's criteria for precision. The patient stated that he manages his diabetes using an insulin pump, and denied making any changes to his usual diabetes management routine in response to the reported issue. The patient reported experiencing symptoms of shaky and sweaty within a few minutes after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that an approved sample site was being used, the testing process was correct, the unit of measure was set correctly and the test strips had been stored correctly and not expired. The csr was unable to walk the patient through a test as it was noted the patient did not have control solution. The csr was unable to resolve the issue and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.